Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not show any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. The technician verified that the touchscreen failed flex cable resistance verification testing, confirming touch position misalignment. The touchscreen therefore did not meet the acceptance criteria, the touchscreen was out of specification.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 indicating that there was a touchscreen misalignment. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. While evaluating the device at the repair center, the manufacturer's product support engineer (pse) found that there was a touchscreen misalignment. The pse calibrated the touchscreen, but the issue remained. The pse therefore replaced the touchscreen and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.